Event description:
Reporter alleged that a neonate received results of 32 mg/dl and lo (less than 10 mg/dl) on the inform system compared back to back within 10 minutes of a result of 14 mg/dl obtained on a lab system. Reporter stated that the neonate received unspecified treatment based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.